Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2010 and performed to specification up to 7th september 2014. Between the 13th september 2014 and the 14th september 2014 the device recorded multiple manual power ons of 10 minute duration. The device then performed as expected between the 21st september 2014 and the final history log entry on the 6th september 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.